Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an alliance inflation syringe was used during a dilatation procedure performed on (B)(6), 2012. According to the complainant, during the procedure, pressure was applied with the device and the balloon inflated, but the needle of the device did not move. It was reported that the procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an alliance inflation syringe was used during a dilatation procedure performed on (B)(6) 2012. According to the complainant, during the procedure, pressure was applied with the device and the balloon inflated, but the needle of the device did not move. It was reported that the procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the device found no signs of damage. Functional analysis was performed. The unit was attached to the test gauge and pressurized to 10 atm. No leaks or other defects were noted during functional testing. The complaint that the gauge did not read accurately could not be confirmed. However, it is unknown whether the gauge was reading inaccurately during use in the procedure. Therefore, this event remains MDR reportable. It is most likely that this failure could have occurred due to handling such as improper connection between the catheter and inflation device. Therefore, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed.